Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive and no longer functional. Customer's blood glucose level was 215 mg/dl. Customer indicated they have back up manual injections for continued insulin therapy.